Event description:
It was reported that loss of ventricular capture was noted on a holter monitor. The loss of capture could not be reproduced clinically and no other indications of lead problems were discovered. The patient was pacemaker dependent.